Event description:
Patient received an abrasion of the upper thoracic spine area while undergoing a procedure. The abrasion was said to be caused by the patient support known as the ultra shoulder positioner.

Manufacturer narrative:
Unusual event will continue to monitor to see if other similar components are generated.